Event description:
A heparin drip was set to infuse at 14cc/hr. Heparin 25,000 units in 500cc d5w infused in 1 hour. Biomed emailed the event log 4 months later. The pt did require medical intervention of a protamine bolus and IV protamine over 12 hours and 1 unit of blood. Stable with no consequence. Review of event log showed that this was caused by a user programming error. The user entered units per kg per hour instead of units per hour. This caused the rate to change from 14cc/hr to 759cc/hr, which led to the overinfusion.